Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that during calibration, the system turned off but itself and the handpiece could not be filled. A new handpiece was used. The event has occurred twice. There was no patient involved. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the system turned off. Additional information from the customer noted that a vitrectomy handpiece probe could not be filled during calibration. The surgery was completed with a new vitrectomy handpiece probe and surgical pack. There was no patient involved. The company service representative examined the system and was able to confirm the reported event. The system event log displayed a red stop sign system message (sm). The power control module and the dc power w14 cable were replaced to resolve the issue. The system was then tested and met all product specifications. The power control module was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample power module was installed into a calibrated constellation system and was booted up successfully without any system messages. The power module was then taken out and tested per the manufacturing test procedure and found to meet specifications. The customer reported event was not able to be confirmed. The system was manufactured on july 9, 2013. Based on qa assessment, the product met specifications at the time of release. The vitrectomy handpiece probe was received and was visually inspected. The vitrectomy handpiece probe was found with adhesive from the manufacturing process occluding a drive line on the probe, preventing actuation of the cutter to occur. The device history record (DHR) review shows the order was built and released per specification. The root cause is the occluded drive line in the vitrectomy handpiece probe. The manufacturer internal reference number is: (B)(4).